Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient was walking her dog when the cgm was displaying 78 mg/dl. During this time, the patient felt nauseous but did not have a bg meter to compare her blood glucose values. When the patient got home, they took an uber to the hospital. At the hospital, a nurse checked the patient's bg and it was over 400 mg/dl (unknown what the cgm was displaying during this time). The patient could not remember what treatment was provided while in the hospital. The patient was hospitalized for 3 days. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.